Event description:
It was reported that a substantial decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD). It was alleged the device battery was prematurely depleting. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device's battery was depleting more quickly than expected and it was alleged the device was prematurely depleting. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected for analysis, but has not yet been received.